Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. The keypad connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, missing drive support sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a no delivery alarm. The customer¿s blood glucose was 353 mg/dl at the time of incident. Customer stated that the insulin pump alarmed no delivery while trying to deliver a bolus. Customer also mentioned that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer confirmed that the insulin did not exit after a 5 unit fixed prime was delivered. Unable to complete no delivery troubleshooting due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.